Event description:
Eri alert was received on (B)(6) 2026. Battery voltage was 3.0v. During the last follow-up on (B)(6) 2026, battery remained at 67 percent and battery voltage was 3.11v. Please note that the ICD was implanted on (B)(6) 2019, with the device programmed to ddd 50/130. The pacing percentages were 8 percent ap and 21 percent vp. Atp therapy for vt was recorded in 2022, but no subsequent events have occurred, and there has been no history of shock therapy since implantation. The device will be explanted.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.